Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunctions were verified and a different issue was identified. The alleged occlusion alarm was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer was able to clear the alarm and resume insulin prior to contacting tandem technical support. In addition, pump battery depleted from 100% to 5% within 12 hours. Subsequently, the customer was having difficulty charging the pump and the pump shut off due to insufficient power. The pump was connected to a power source and was able to be turned back on. The customer's blood glucose (bg) level was 300-303 (mg/dl). A bolus and an injection was used to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.